Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that device not detected on bus. A field service engineer reconnected the drawer controllers for 4.1 and 4.2 in the auxiliary system. Additionally, I cleaned the retractor bands to address the issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system drawer cannot be opened. The affected drawers are 4.1 and 4.2. A customer has indicated that there was a delay in the dispensing of medication by the user, attributed to a reported malfunction. There were no adverse events or injuries reported based on this event.